Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after dinner while using the ilet, with glucose rising above 400 mg/dl following an earlier occlusion alert that was addressed by changing supplies; the user disconnected from the ilet and administered subcutaneous insulin by pen, and was advised to remain disconnected for at least two hours after the manual dose. Symptoms included feeling slow. Outcomes included transient elevation of blood glucose for a couple of hours without hospitalization, professional intervention, or need for assistance, with glucose trending down to 398 mg/dl by the end of the call. Investigation included troubleshooting and user education. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the event was user-managed with back-up therapy and that no device alerts for prolonged hyperglycemia were reported by the user.